Event description:
Information received indicated the patient stopped charging the device as is was inconvenient for them to have to charge. The device was replaced with a recharge free ipg.

Manufacturer narrative:
A review of labeling shows that the eon mini (3788) neurostimulation system manual states the following: caution: if you do not recharge your ipg within 30 to 90 days after the loss of stimulation, your ipg may lose its ability to be recharged. If your ipg cannot be recharged, it will have to be surgically replaced for you to continue stimulation therapy. Based on the information received, the cause of the reported event is consistent with user error.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
It was reported the patient did not charge the ipg was instructed resulting in the ipg becoming inoperable. Surgical intervention was undertaken wherein the ipg was explanted and replaced.